Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine ICD changeout, the lead showed insulation damage. The physician repaired the lead using a suture sleeve and medical adhesive.